Event description:
The customer reported that the ligasure impact jaws jammed on tissue during a hysterectomy, causing device not to open after seal.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.